Event description:
The patient's wife reported a balloon valve leak last night and there was fluid inside the cassette door when she removed it to reset up. There is no sample. No report of patient ill effect.